Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cutting failure of a cutter probe with aspiration condition unknown during a vitrectomy surgery. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. Cutter failure of the probe was reported. An unused 27+ga 20k probe manifold was visually inspected. The probe was destructed by apd during their investigation. It appeared that the gray radio-frequency identification (rfid) connector port was partially occluded in the tubing insertion end; however, the tubing was pulled out from the radio-frequency identification (rfid) connector. There was no occlusion in the gray tubing end. A partial occlusion was observed in the gray rfid connector. The root cause of the customer's complaint is related to an error caused during the suppliers manufacturing process. Supplier communication was sent. The supplier was notified of this complaint. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint via the complaint review meetings and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).